Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy (pd). The patient was hospitalized for the peritonitis event. The cause of the peritonitis event and the treatment for peritonitis were not reported. On an unreported date the patient¿s pd catheter was removed and dianeal and nutrineal therapies were discontinued. The patient was not recovered from the peritonitis event. No additional information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.